Event description:
It was reported that the surgeon removed all the implants from a patient due to reported pain/discomfort. No further information available. This report is for 1 unknown 4.0 mm cancellous screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for 7 unknown 4.0 mm cancellous screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for 1 unknown cancellous screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.